Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain . It was reported that for about the last week or 2 the patient's device was having trouble increasing, decreasing, and regulating. The device was reported to not be functioning. Per the caller, the patient programmer seemed to not be turning on until today after putting patient programmer batteries in the patient programmer. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the patient¿s patient programmer was not working properly. Information was previously reported which indicated that the patient programmer was not turning on until after the batteries in the patient programmer were replaced. There were no patient symptoms or complications reported.